Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respec effect that may be associated with use of a coronary stent in native coronary arteries. Although t to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with angina and an angiogram revealed a 90% stenosis in the mid left anterior descending artery (lad). Pre-dilatation of the vessel was performed using an unspecified 2.0 x 10 mm semi complaint balloon. Stenting was performed via a radial approach with a xience prime 2.75 x 33 mm stent at 16 atmospheres (atm). Fluoroscopy after stenting showed a dissection at the proximal end of the stent. The dissection was covered using a xience prime 2.75 x 18 mm stent. There was no adverse patient sequela. No additional information was provided.